Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the male luer broke off. No further info available.

Manufacturer narrative:
Correction: d.4. The customer's report that the male luer broke off was not confirmed. Instead, it was observed that the female luer was damaged. The as-received set sample was inspected for kinks, holes/tears in the tubing, or damages to the components. There was a crack on the set's female luer. Functional testing was performed. Fluid from a lab syringe was pushed through. The fluid leaked from the crack. No other leak was observed. The root cause was not identified.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken luer lock. No further information is available.